Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, after suturing the lead, loss of pacing and sensing were observed. It was noted that a fracture was observed at the suture site. The pocket had not yet been closed, thus the lead was surgically capped and abandoned, and successfully replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead noted the conductor coils were deformed and fractured at 586 millimeters (mm) from the terminal pin. The inner insulation was worn at this location as well, and there were leaf spring drag marks on the anode ring. The damage was noted to be due to the tie down of the suture sleeve. No further testing was completed.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.